Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric bypass (laparoscopic) procedure suture was unable to stay in the jaws of endostitch. There was no harm to patient, patient status: alive - no injury